Event description:
The facility reported an interruption of pt therapy during an infusion of morphine on a pca ii pump. Reportedly, the device did not administer a dosage of morphine on third shift. The nurse went into the pt's room and noted the pump light was on requiring attention. The syringe contained 50 ml of 1 mg/ 1 ml of morphine sulphate. The pump was started at 9am. The pump was not infusing at the time of discovery (3-5pm). An alternate pump was obtained and therapy was restarted. There was no report of pt injury from this event. Reportedly, the pt expired in 2009, from an underlying illness.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a f/u report will be filed upon completion of the evaluation or if additional info becomes available.